Event description:
The bowel perforation was previously reported on the transvenous system that was explanted. Additional information that was received, confirmed the perforation actually occurred while tunneling the s-ICD replacement electrode. A new report will be created to document the perforation on the s-ICD electrode.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing lead impedance measurement greater than 2,000 ohms with noise and high pacing threshold. Boston scientific technical services (ts) discussed possible cause of the observations and suggested to perform chest x-ray. The patient had a fall on her left shoulder which is the same location as her device two years ago. No report of inappropriate shocks. Additional information was received and indicated that the noise was being oversensed but no report of pacing inhibition. The lead perforated the bowel while tunneling the day after the implant. The system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Previously, it was reported that this product was explanted in (B)(6) 2014. That information was incorrect. The device and rv lead were taken out of service, but left implanted at that time. The true explant date occurred on 9/5/2014. The product has since been returned and is currently undergoing detailed laboratory analysis. Upon completion from analysis, this report will be updated.